Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that these two right ventricular (rv) leads that are implanted with a non-bsc device have needed multiple revisions due to sensing difficulties. At this time the non-bsc device is working appropriately, and the leads are sensing normally. No additional adverse patient effects were reported.